Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the dead inss was the device was not charging properly and it would not make contact half the time to recharge. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with 2 inss for failed back surgery syndrome, spinal pain, and non-malignant pain. It was reported that the patient had a double ins replacement. The rep did not have further information about the replacement and they weren't aware of any issues, but they believed it was because the inss were just dead. No further complications were reported.